Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, h3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that there were no visible damage or defects for si polyaxl ext tab 7 x 55m. The device was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the device revealed that si polyaxl ext tab 7 x 55mm extension presented no evidence of fracture or anything indicative of a device nonconformance. The device presents signs of use during the attempt of inserting into the mating device dimensional inspection was performed and met the specifications. A functional test was not performed since the mating device was not returned for investigation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was unconfirmed for si polyaxl ext tab 7 x 55mm. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing review: yes, reviewed. Dimensional inspection: dim z= 6.85mm +- 0.15mm actual dimension: 6.94mm. Result: pass.. Device history: product code: 179732755. Lot number: ajhbdj. Update by touiti issam on 06 sep 2023 - the lot # ajhbdj does not exist in sap p02. DHR review cannot be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent spinal fusion for mob. During the procedure, it was found that the 7x55mm screw could not be attached to the screwdriver properly. The surgeon tried with another screw of the same type, but the new screw could not be attached straight to the screwdriver. No additional screws of this type were available, so the procedure was continued using a 9x55mm screw. Upon checking the screwdriver, it was found that the tip had broken off and remained stuck in one of the 7x55mm screws. This fragment was extracted from the patient with no additional intervention. The procedure was completed successfully with 30 minutes of surgical delay. No further information is available. This report is for an expedium spine system si polyaxial extend tab 5.5 x 7.0 x 55mm. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2: additional procodes: osh, mnh, kwp, nkb, mni. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Product code: 179732755. Lot number: ajhbdj. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that there were no visible damage or defects for si polyaxl ext tab 7 x 55m. It is not possible to confirm the complaint since assembly issues cannot be assessed through photo analysis. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for si polyaxl ext tab 7 x 55mm. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.